Event description:
The customer reported that the system was intermittently shutting down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wiring harness was replaced, and the power supply voltage was adjusted. The system was then found to be operating as intended.